Event description:
Information received by medtronic indicated that guardian connect app was not connecting with other devices. No harm requiring medical intervention reported. The device will not be retuned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.